Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during multiple cataract surgeries with intraocular lens (iol) implantations, some filaments appear to be attached to the lens optics, forcing maneuvers to remove these filaments could complicate the course of the surgeries. The physician said that they are a part of the lenses and has ruled out that these filaments may be introduced to the lenses in some way during surgery. There are three medical device reports associated with the report of multiple events with filaments are iol's. This report is for one lens with a date of event of (B)(6) 2020.